Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis and investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report a non-recoverable error pointing to armnet 4 during system setup. The customer advised that prior to contacting technical support, initial troubleshooting had already been attempted, including a system restart. The technical support engineer (tse) reviewed the error logs and identified multiple errors pointing to the axes controller, arm (aca) board inside universal surgical manipulator (usm) 4. As instructed by the tse, the customer performed a hard power cycle of the system and reconnected all system cables, however, the issue persisted. As a result, the tse advised the customer that usm 4 required replacement. The customer elected to proceed using three (3) usms only. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically as a 3-usm procedure without injury to the patient.